Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the operating room for a scheduled system explant and replacement due to right atrial lead exhibiting oversensing of noise and the right ventricular lead exhibiting high capture threshold. The leads were explanted and replaced. The patient tolerated the procedure well. The patient's condition was stable during and post procedure.